Manufacturer narrative:
This report is submitted on may 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced poor performance with device use, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The approximate date of manufacture was 1996.